Event description:
Customer reported the insulin pump kept alarming no delivery during regular activity basal and bolus. Customer's blood glucose was 600 mg/dl, treated with manual injection. The drive support cap was normal. Customer disconnected at the quick release. No leaks or air bubbles noted. Manual prime was performed on the device and insulin did exit. Customer was unable to check setting the device was stuck on fill the tubing. The piston on the device would not move. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.